Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the handle and just distal to the luer hub. No other visual anomalies were noted. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.